Manufacturer narrative:
No definitive conclusions can be made. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports two single innie set screws became loose within the spinal construct and a rod slipped out of the pedicle screw heads. Revision surgery was performed. Mfg medwatch report# 1526439-2011-00090 is being filed for the second single innie set screw involved in this event.